Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2024 by a physician assistant concerning a 61-year-old female patient. The patient had no known allergies. No information about medical history or concomitant medication has been provided. The patient had previously received treatment with unspecified filler in right medial and lateral cheek and zygoma by another provider. She had undergone unspecified dental procedures in the last 6-12 months. On (B)(6)2024, the patient received treatment with 0.1 ml of restylane contour (lot 22239) to the right medial and lateral cheek and zygoma using needle on periosteum with unknown injection technique as cheek filler. On the same day after the treatment, the patient experienced vascular compression (vascular compression) on the right medical cheek, of mild to moderate intensity. The patient was treated with hylenex [vorhyaluronidase alfa] but there was no change. On (B)(6)2024, the patient was again treated with hylenex under ultrasound guidance and the vascular compression was resolved. On an unknown date, the patient received treatments with oral cialis [tadalafil] 20 mg once a day for 5 days, oral aspirin [acetylsalicylic acid] 650 mg then 81 mg once a day, oral doxycycline [doxycycline] 100 mg once a day for one month. She was started on oral prednisone [prednisone] 40 mg once a day for 5 days, then tapered the dose to 30 mg once a day for 2 days, 20 mg once a day for 2 days, one tablet once a day for 3 days and then a half tablet once a day for 4 days. The treatments were taken orally. She was also treated with massage, warm compress and eos device 24/7 for 7 days. Outcome at the time of the report: vascular compression was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6)2024 from the same reporter: case was upgraded to serious. Event verbatim and coding updated to vascular compression. The suspect product was updated from restylane lyft with lidocaine to restylane contour. Patient demographics, suspect device implant date, location, volume, lot number, needle type, event onset date, location, severity, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of vascular compression was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the injection of filler in the vicinity of blood vessels leading to vascular compression. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.